Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin continued to drip after letting go of the act button during prime. Customer stated that the reservoir cap was not exposed to moisture. It was advised to change the complete set and to make sure that insulin vial is upright when removing the reservoir from the transfer guard. During troubleshooting; the customer confirmed that the insulin pump alarmed compromised force sensor system and the drive support cap was protruded. Blood glucose value is unknown. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, or excessive no delivery alarm tests due to the compromised force sensor system alarm.